Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the patient noted to have low blood pressure a week after implant. An echocardiogram was performed, and a pericardial effusion and perforation were found. Furthermore, a computerized tomography (CT) scan showed that the right ventricular (rv) lead had moved forward into anterior wall. Subsequently, a lead revision was scheduled, the effusion trained, and this rv lead was explanted and replaced. Two leads were placed in the rv. This is considered and off label use. No adverse patient effects were reported.

Event description:
It was reported that, the patient noted to have low blood pressure a week after implant. An echocardiogram was performed, and a pericardial effusion and perforation were found. Furthermore, a computerized tomography (CT) scan showed that the right ventricular (rv) lead had moved forward into anterior wall. Subsequently, a lead revision was scheduled, the effusion trained, and this rv lead was explanted and replaced. Two leads were placed in the rv. This is considered and off label use. No adverse patient effects were reported.